Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary uncovered stent was implanted to treat a 1.3cm malignant stricture in the head of the pancreas during a stent placement procedure performed on (B)(6) 2015 as part of the (B)(4) trial . The patient's baseline biliary obstructive symptoms were reported to be jaundice and itching. Baseline liver function tests were conducted on (B)(6) 2015. The tissue diagnosis was obtained using endoscopic ultrasound with fine needle aspiration (eus-fna) with a histologic type of adenocarcinoma. Reportedly, chemotherapy and radiation were planned for this patient. On (B)(6) 2015, the patient underwent a stent placement procedure and was treated as an inpatient. A 10mm x 60mm wallflex biliary uncovered stent was placed in a satisfactory manner across the stricture. A biliary and sphincterotomy was performed during this procedure. The patient did not undergo curative intent surgery as the patient was transitioned to palliative management on (B)(6) 2015 due to the patient no longer being a surgical candidate due to factors other than tumor resectability such as decline in physiologic status. No further treatment was planned for this patient. On (B)(6) 2015, the patient was hospitalized with a urinary tract infection and low blood sugar; both were deemed not related to the wallflex biliary uncovered stent. The patient was discharged on (B)(6) 2015 and has recovered. On (B)(6) 2016, the patient passed away. The patient's cause of death was not reported.